Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two unidentifiable infections. The cause of the events was not reported. The patient was not hospitalized for the events. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was reported as "well". Action taken with pd therapy was unknown. No additional information is available.